Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The complaint received states that during use the orbit rdfl complex fill coil (638cf0721 / 15642114) had poor conformability. ¿coil could not take shape in the aneurysm.¿ there was no report of injury for the patient. The target was a vertebral artery aneurysm described as fusiform with normal parent vessel characteristics. This was an emergent procedure. There were no reported procedural complications and the patient outcome was described as good. An unknown prowler lpes microcatheter was used. An adequate flush was maintained at all times. There was no reported resistance/friction between the complaint device and the microcatheter. There was a 1:1 relationship between the coil and delivery tube verified with fluoroscopy. The entire coil was successfully removed by pulling on the ¿pusher¿ wire.

Manufacturer narrative:
Updated cc: the complaint received states that during use the orbit rdfl complex fill coil (638cf0721 / 15642114) had poor conformability. ¿coil could not take shape in the aneurysm.¿ there is no patient specific information available. The target was a vertebral artery aneurysm described as fusiform with normal parent vessel characteristics. This was an emergent procedure. There were no reported procedural complications and the patient outcome was described as good. An unknown prowler lpes microcatheter was used. An adequate flush was maintained at all times. There was no reported resistance/friction between the complaint device and the microcatheter. There was a 1:1 relationship between the coil and delivery tube verified with fluoroscopy. The entire coil was successfully removed by pulling on the ¿pusher¿ wire. There was no report of injury for the patient. A non-sterile orbit rdfl complex fill coil was received coiled inside of box and inside of a plastic bag. The hypotube was inspected and it was found kinked at 111 cm from the proximal end of hub. The introducer was received zipped and it was found without damages. The support coil, gripper and embolic coil were received inside of the introducer. The support coil, gripper and embolic coil were inspected and were found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil-positioning difficulty-poor conformability¿ was not confirmed. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time.